Manufacturer narrative:
The investigation of the returned implant found the monofilament to contain a stretched tail profile, which is consistent with the implant separating from the pusher due to excessive tensile force rather than a thermal detachment using a detachment controller. The delivery pusher was not returned for evaluation. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a peripheral coil embolization procedure, the embolization coil detached in the microcatheter. The coil was removed in its entirety together with the microcatheter. There was no reported patient injury or additional intervention.